Event description:
Patient developed empyema in the left pleura 2 days post-plicator treatment.

Manufacturer narrative:
Conclusions: there is no obvious product misuse and no product malfunction reported in this case. It is unclear whether the pre-procedure high level disinfection protocol used by the site contributed to the patient's infection. However, the timing of event onset and the "observation" that plicator needles penetrated the patient's diaphragm and pleura strongly implicates the plicator treatment as a causal agent in this incident.